Event description:
The facility's biomedical engineer requested service on this device based upon a reported condition of the pump turing off by itself in the middle of therapy. The biomed had received the device from the clinical floor multiple times with this report but was never able to duplicate it until recently. Upon duplicating the situation the biomed notified the MFR and prepared to return the device for service and eval. The biomed reported that there was no report from the facility of any pt injury or medical intervention resulting from this situation. Specific details regarding the therapies that were being performed when the device was reported to unexpectedly turn off were not available from the facility. The biomedical engineer was only provided with a short description of the problem and received no pt or add'l contact info.